Event description:
Vns patient experienced a seizure, during which they fell out of bed and injured themselves. The patient was reportedly on the floor for 18 hours before they was found and was subsequently hospitalized in intensive care unit. Upon admittance to the hospital, a central line was placed because the patient's veins collapsed. The patient is reportedly doing better and is able to talk now, but is not yet taking solid food again. For two years, the patient's care giver has reportedly been trying to schedule generator replacement surgery due to believed end of battery life, but the scheduled surgeries have been cancelled repeatedly by health care providers for unknown reasons. Attempts to schedule generator replacement surgery due to suspected end of battery life are ongoing. Review of manufacturing records for both the pulse generator and the bipolar lead revealed no anomalies that would adversely affect device performance.